Manufacturer narrative:
The device evaluation found, that the electrical contacts and the scope mount were corroded. There was adhesion of foreign matter on the scope mount and on the main body. As well, there were scratches on the main body. Based on the results of the investigation. A definitive root cause cannot be identified. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited, that the electrical contacts and the scope mount were corroded. There was adhesion of foreign matter on the scope mount and on the main body. As well, there were scratches on the main body.